Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, implanted: (B)(6) 2014, product type: lead; product ID neu_unknown_lead, lot# unknown, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient started their trial 5 days ago and it was going for 2 more days. The trial started on the right side and the patient had stimulation up to 4v and 3 days ago the patient was riding in a car with their spouse and they were feeling more pain in their foot than in the pelvic area. The patient turned stimulation off and then back on, and when they turned it back on they didn¿t get any stimulation at first but then eventually got stimulation. The patient switched to the left side and had the stimulation turned all the way up and they were leaking urine and bowels. The patient never leaked urine before and they were going through the trial for urinary retention and bowel leakage. The patient peed and then an hour later they felt like they had to go again so they starting catheterizing and their bladder was emptying. The patient had multiple sclerosis (ms) for 30 years and for 20 of those they had to catheterize. Even though the patient cleaned the catheters, they still had problems with getting infections. The patient had been keeping a voiding diary. Prior to the trial the patient had gone months without bowel leakage problems, then 2 nights in a row before the trial they had bowel leakage problems. The trial hadn¿t helped with either problem. The patient needed to be able to have an MRI because they had a pinched nerve in their neck. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.